Event description:
In 2001 the end-user called minimed, USA and stated that the insulin was leaking between tubing connection and syringe. Connection is tight. In june 2001 maersk medical received the complaint and the used tubing.